Event description:
Information received by medtronic indicated that the customer had unexpected battery power loss even with a new insulin pump and frozen screen. No harm requiring medical intervention was reported. Troubleshooting was not performed. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Insulin pump case = ngp. Patient returned insulin pump for an alleged frozen medtronic logo display and unexpected battery power loss observed on (B)(6) 2022. Insulin pump received with frozen medtronic logo. The insulin pump passed the displacement test, sleep current test, active current test. Insulin pump failed vibration test portion of self test due to [blank]. Successfully download history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No unexpected power alarms or unexpected battery alerts were found in the history files on or near the event date. Insulin pump error was found in the history files on (B)(6) 2022 at 14:59:00.00 due to moisture damage on the motor caused by the motor vcc being less than 2.90v for three consecutive one-minute checks. Insulin pump was cut open to perform visual inspection and found moisture damage on electric boards, force sensor, harness vibrator assembly and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: overlay scratched, scratched case, pillowing keypad overlay, cracked case-corner of belt clip rails, label damage (faded). Frozen medtronic logo was not observed during analysis. Frozen medtronic logo not confirmed. Insulin pump failed self test due to moisture damage on the harness vibrator assembly. Insulin pump error confirmed in the history files due to moisture damage on the motor. Unexpected battery power loss not confirmed during analysis and in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.